Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio:0.8, re-test: 3.1. Testing was done using different hands, within a few minutes of each other. Customer reports wiping the first drop and using the second hanging drop.

Manufacturer narrative:
Investigation pending.